Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising  thresholds and high and rising impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.